Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after initial implant, the slack of the right atrial and right ventricular leads was found to have pulled back. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.